Manufacturer narrative:
Additional information received on 08 june 2016 and includes: the infection was a topical infection. The patient was experiencing instability, the surgeon revised the head and stem. The surgery was completed successfully. X-rays are not available. Additional information received on 21 june 2016 and includes: the agent says the infection is due to poor hygiene. On 04 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to report, the patient developed topical infection one month after cementless tha, where stem and head were made by medacta and the cup by a different manufacturer. There is no information that can either corroborate or challenge the reported infection, so we should assume the root cause for revision is infection. There is no reason to suspect that it was induced by the implanted devices. Batch reviews performed on 05 july 2016. (B)(4). On 06 july 2016 it was prepared a final report with the information included into this report. On 07 july 2016 it was sent to the initial reporter and the case was closed.

Event description:
The patient came in due to signs of infection. The surgeon plans to remove the head and stem.